Manufacturer narrative:
5/29/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
During an unspecified procedure, the clips did not load properly into the jaws and the clips malformed.